Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) which was detected via the patient remote monitoring system. On review, a lead issue was suspected. Additional information indicated that the patient is not pacemaker dependent. The system remains in service. No adverse patient effects were reported.